Event description:
Caller reported pt being hospitalized and diagnosed with ketoacidosis (bg 430 mg/dl) as a result of the infusion set tuibing separating at the luer lock. Caller indicated that pt was treated with saline and insulin.

Manufacturer narrative:
2183993-03/21/06-001-r.